Event description:
The eri message displayed. The battery depleted in less than 3 months. Shorts were seen in the impedances. The patient was programmed as c+, 0-, 1-, 2- and 3-. These were the following impedance measurements: c0 441, c1 535, c2 564, c3 459, 01 522, 03 66, 12 78, 13 522, 23519. Stimulation changes did not occur with movement. It was confirmed that the battery depletion was suspected as a malfunction. There were many open circuits. The patient was still implanted and was receiving effective therapy. The patient was considering a revision but has not made a decision yet.

Manufacturer narrative:
(B)(4). Lead: model 3387s-40, lot# v006878, implanted: 2007 (B)(6), explanted: na. Extension: model 7482a51, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Programmer: model 37642, serial# (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.